Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The patient reported that she was an rn and believed the rash to be a fungal infection. During a follow up, the patient reported that the rash was still present but that she was using a medicated powder on the area to help with the itching. The final medical outcome of the irritation is unknown at this time.